Event description:
The report from the pt indicated that approx five-six (5-6) months after the index procedure, the pt had recurrent symptoms of chest pain (cp), and shortness of breath (sob). A repeat catheterization revealed restenosis of the previously placed cypher stent. The target lesion was the left anterior descending (lad) artery. The pt stated that a blockage of 90% was found on one end of the previously placed stent and another blockage of 47% was found on the other end of the stent. The restenosis was treated with placement of two taxus stents within the previously placed cypher stent. The pt reported that she was following her prescribed medical regimen at the time.